Manufacturer narrative:
Hardware low-level failures confirmed during the self test. Failure due to broken trace at pin 1 of ambient light sensor. Insulin pump failed the self test and passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had two hardware low level alarms during the self-test. The customer¿s blood glucose during the incident was unknown. The device failed troubleshooting. The device will be returned for analysis.